Event description:
It was reported that during surgery the dermatome sounded sluggish and weird, and then, stopped during grafting on patient. An additional skin graft was required from the patient. There was an approximate 10-minute delay in procedure. Diligence complete. No additional information is available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b2, b3, b4, b5, d9, g3, g6, h1, h2, h6, h11. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: sweden. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed

Event description:
It was reported that during surgery on (B)(6) 2024 the dermatome sounded sluggish and weird, and then, stopped during grafting on patient. No harm or delay has been reported. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device passed the rpm test; however, the reciprocation arm was worn which could affect functionality. The reciprocation arm and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.